Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight; guide catheter: 7fr left to right judkins (4), jr4, xb4; sheath: 7fr. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a patient that presented experiencing a non-st elevation myocardial infarction. After orbital atherectomy was performed and balloon inflations were performed in the 99% occluded mid circumflex artery which did not open the lesion, additional balloon inflation was perfomed after which a subintimal hematoma was visualized without frank perforation. The 2.8 x 19 mm graftmaster stent was being used for tamponade. Upon inflation of the stent delivery system (sds) balloon with no issues during inflation, it was believed that the stent implant was deployed successfully; however, upon removal of the stent delivery system balloon the stent implant migrated back into the left main artery. It was able to be pushed back into the circumflex with a balloon; however, upon removal of the balloon the stent would come back with the balloon. Subsequently, it was decided to retract the stent from the body. It was able to be pulled back to the right common femoral arteriotomy site but was unable to be removed through the sheath. A snare device was used in an attempt to capture the stent; however, this was also unsuccessful. It was decided that the most expeditious therapy would be surgical cutdown which was performed and the stent implant was able to be removed with the guide wire intact. Angiography of the left main system were performed. The circumflex artery was 100% occluded at the ostium with faint left-to-right collaterals, with no evidence for hematoma or perforation. The procedure ended. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent migration. It has been determined that the reported treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.